Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed canted spring was missing during entire implant time. Device malfunction occurred but did not cause or contribute to a serious injury or death.

Event description:
Reporter indicated that a pulse generator was explanted due to normal end of service. The generator was returned for product analysis. The reported end of service was duplicated and was determined to be the result of normal expected battery depletion. Visual analysis of the generator showed that the canted spring which is located in the generator header and interfaces with the lead was missing. X-rays taken of the generator prior to shipment showed that the generator was shipped out without the canted spring installed. The generator was implanted. The lack of a canted spring caused an unreliable connection of the lead to the generator. The unreliable connection caused erratic diagnostic testing results. The unreliable connection also caused the pt to not receive the intended therapy.